Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular pacing lead exhibited loss of capture at maximum outputs. Additionally, no impedance measurements or sensing measurements could be obtained. It was determined the lead had dislodged. An invasive procedure was performed. This lead was capped and surgically abandoned. No adverse patient effects were reported.